Event description:
Husband states that he had to go through five syringe cartridges before finding a way to not have them leak. Husband states that he was able to mix the syringe with a white cap from a different package to get one to not leak. Product malfunction: did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual product available to be returned for investigation: yes. Did we replace product: yes. Strength: product code pd21-7450-24. Dates of use: (B)(6) 2012 to present. Diagnosis or reason for use: pah.